Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to a scratch noted on the iol after insertion. The surgeon reported that the pt does have visual impairment. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Lens was torn/split/cracked (possibly cut) into two pieces. Optic had a scratch-rejectable that extended from the center toward the optic edge. Optic also had small split/cracked areas. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not mfg related. A lens bench eval could not be conducted due to the lens being returned in two pieces. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested. This report was mailed to FDA on: 4/17/2009.